Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed error twice. The customer's blood glucose value was 21 mmol/l, 10 mmol/l to 12 mmol/l. The customer was not able to clear as the pump was restarting on her. The customer also noticed that the screen display was blurred and dark. The customer changed the battery twice and it was the same thing. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.